Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 4 of 4 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The customer contacted baxter's (B)(4) to report a system error (se) 2240 which occurred on home choice (hc) during use during dwell 4 of 4 .the baxter technical representative (tsr) helped the home patient (hp) to clear the error and explained the meaning of the se 2240. There were no leaks and all bags were connected as per the hp . The hp will call the peritoneal dialysis registered nurse (pd rn) for instructions on completing the last fill. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, (B)(4) spoke with home patient (hp) regarding the se 2240. The hp did not know what might have caused the alarm. The hp had informed the nurse about the alarm and was able to complete therapy at that time. The hp has been continuing therapy with no further issues. The supplies were discarded and the lot number was unknown. There was no patient injury or medical intervention indicated at the time of the initial report.